Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator was requested. The user facility biomedical department reportedly checked the ventilator after the event. The ventilator logs showed alarms of continuous high pressure. The ventilator was tested, no issues were noted and was put back into service. No parts were replaced and no ventilator logs were provided. Since no ventilator logs were provided for investigation, the root cause of the event has not been determined. H3 other text: 4117.

Event description:
A facility medwatch report ref #(B)(4) was received which stated: ¿patient on a maquet critical care ab ventilator. Immediately, the ventilator would not give breaths. The patient was immediately disconnected from the ventilator, the patient and bagged. A new ventilator was brought in and placed on the patient.¿ further information provided stated that the patient passed away on the date of event. It is unknown if the reported event caused or contributed to the death of the patient. Manufacturer's ref #: (B)(4).